Event description:
It was reported to boston scientific corporation that a boston scientific obtryx transobturator sling system was used during a procedure on (B)(6) 2010. According to the complainant, post procedure, the patient experienced vaginal pain, pelvic pain, rectal pain, painful intercourse, discharge, urinary incontinence and other injuries. The exact nature of the other injuries is unknown. The dates of onset for these symptoms are unknown. All other information is unknown and reportedly unavailable.